Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a quantity of four mr290hfv high frequency vented autofeed humidification chambers appeared to be cracked near the black water line. This was noticed prior to patient use. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a quantity of four mr290hfv high frequency vented autofeed humidification chambers appeared to be cracked near the black water line. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290hfv high frequency vented autofeed humidification chamber was visually inspected for the reported damage. Results: the visual inspection revealed several small cracks on the top of the chamber dome. A lot check revealed no other complaints of this nature for lot number 100711. Conclusion: the cracked chamber dome is likely to be related to impact damage. All mr290 chambers are pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post production, possibly during transport or storage at the customer facility. The mr290 user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Manufacturer narrative:
(B)(4). The mr290hfv high frequency vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint devices and have completed our investigation.